Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). Units. There are 36 units in stock in b. Braun surgical's warehouse. We have not received any sample from the customer. We have requested one box (36 closed samples) from stock for analysis. Tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 3.00 kgf in average and 0.57* kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). *only one of the samples received from stock has needle attachment strength result that does not fulfill ep requirement. However, according to ep requirements, one low value in 15 tested units is accepted. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle detaches from the thread during a cesarea surgery. More information has been requested.